Event description:
Male having a CT of the chest with contrast. Optiray 320 prefilled syringe loaded into the injector system. Customer reports, that injector system did not enable due to staff not selecting syringe size initially before connecting to pt IV access. The customer disconnected coiled tubing from syringe, not the pt IV access needless system, removed syringe from the injector. The customer then reloaded the syringe into the injector and repeated appropriate required steps of the optivantage dh injector system to initialize an injection. The customer then enabled the injector system for a 2nd time. Coiled tubing was then reconnected to the syringe with air bubbles present, did not purge the air from the tubing and injected. Customer CT department staff nurse observed the pt for one hr post scan, with no adverse event noted. Customer indicates that approx 5-8cc of air was injected. Optiray prefilled syringe information not available due to pt volume and use of product.

Manufacturer narrative:
Liebel flarsheim field service engineer report: verified optivantage dh injector system for proper function per optivantage injector service manual, p/n 844962 maintenance section 4.2. Provided inservice for CT department rn on system operations. Optivantage dh injector system returned to full service by the customer. Good clinical practice would dictate that health professionals using the contrast media injector system check for and purge all air from syringe and tubing before initializing the injection. The optivantage dh injector system has a visual warning message on the top right hand corner of the power head and console led screen that states, "check for air in syringe and tubing." This message is visible until all required steps are completed by the healthcare professional and they hit the enable button. If the appropriate steps have not been taken, the system will not enable and message remains visible. If required steps are accomplished, the system will enable and the message area then turns into the "start" button for the injection protocol as entered by the customer.